Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 500 mcg/ml concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the rep was just contacted by the hcp regarding a pump memory error that occurred today. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The hcp re-programmed the patient's pump and everything seemed fine after that. No medical symptom was reported. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.